Event description:
It was reported that the audio on the device was not functional. The device was undergoing service at the time the issue was noted. No injury or delay in treatment was reported.

Manufacturer narrative:
On-site evaluation determined that the loss of audio was due to the recorder flex connector not being fully seated. The flex connector was re-seated, correcting the reported issue.